Manufacturer narrative:
The cause of the reported issue was cracked and shorted capacitor, designator c181, on the user interface pcba.

Event description:
The customer contacted physio-control to report that their device had a white screen upon power-up, beeped several times, and service light was on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's user interface pcb assembly. Unrelated repairs were completed. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed user interface pcb assembly and found that capacitor, designator c181, was damaged.

Event description:
The customer contacted physio-control to report that their device had a white screen upon power-up, beeped several times, and service light was on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.